Event description:
The pt has two leads implanted with the same lot number. It was reported the pt is no longer receiving effective stimulation in her right leg. The pt is scheduled for a nerve study. The pt does not want to be reprogrammed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.